Event description:
Additional information was received from the health care provider regarding the patient. It was reported that the severe knee pain had not yet been resolved. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type :lead. Product ID: 9779, product type: accessory. Product ID: 97791, product type: accessory.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that the patient¿s system was removed. The system was returned for analysis on (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the ins was functionally okay and had insignificant anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that hours after the implant surgery, the patient woke up with severe knee pain. The patient had knee pain before the implantable neurostimulator (ins) was implanted, but the knee pain was worse after the implant and post operation. It was noted that the ins was off. The knee pain was so severe that the patient was taken to the emergency room (ER) in concern of epidural bleeding, hematoma and deep vein thrombosis (dvt). An MRI scan was performed and the concerns of the epidural bleeding, hematoma and the dvt were ruled out. Lastly, it was reported that the ins and lead were removed on the day of the report and the event was considered to be a sudden change in symptoms. There were no device issues alleged. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.